Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed. Using an installation tool, the mcs tip cover accessory was placed on a mcs instrument. The mcs tip cover accessory was tightly attached to the scissor instrument and could only be removed with considerable effort. The mcs tip cover accessory was also found to have tears on the middle gray section and mouth. There were no signs of thermal damage present at the tears.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the monopolar curved scissors (mcs) instrument was being used normally inside the abdominal cavity, the mcs tip cover accessory easily detached from the scissors and fell into the body. A fragment fell into patient and was retrieved during the same procedure. The procedure was completed with a greater than 30-minute delay.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been received for failure analysis evaluation; however, the evaluation has not been completed at the time of this report.